Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(6) s.a.s. (Ofr) for evaluation. Ofr inspected the device and confirmed the following: when the olympus evis exera I and evis exera ii series endoscopes were connected to the device, the endoscopic image was not displayed. The printed circuit board of the device was broken. When the olympus evis exera iii series endoscope or camera head was connected to the device, the endoscopic image was displayed properly without any problem. The cause of the printed circuit board failure could not be determined. The device was sold in february 2014 and has never been repaired before. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that when the device was used in combination with the olympus 160 series endoscopes and 180 series endoscopes, the endoscopic image was not displayed on the monitor screen.there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the information provided by the user facility, the reported event occurred before the procedure. The intended procedure was performed using another trolley. From the device inspection result by olympus france s.a.s. (Ofr), olympus medical systems corp. (Omsc) confirmed that the endoscopic image was not displayed due to the failure of the pc board. Since seven years have passed since the device was delivered, the failure of the pc board may have been caused by deterioration due to long-term use. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.